Manufacturer narrative:
The device remains implanted and in service. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a device check, the longevity had decreased from 6 years at the previous follow-up in 2019 to 2.5 years currently. Premature battery depletion was suspected and the patient was seen again five days later when a boston scientific representative could attend and save a copy of the device data to be analyzed. Engineering review of the data confirmed the device was depleting prematurely and replacement was recommended for within 90 days. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. The device remains implanted and in service. No adverse patient effects were reported. It was reported that this device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.

Manufacturer narrative:
The device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, the longevity had decreased from 6 years at the previous follow-up in 2019 to 2.5 years currently. Premature battery depletion was suspected and the patient was seen again five days later when a boston scientific representative could attend and save a copy of the device data to be analyzed. Engineering review of the data confirmed the device was depleting prematurely and replacement was recommended for within 90 days. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. The device remains implanted and in service. No adverse patient effects were reported.